Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the trunk cable connector j702 on the distribution node pca was physically damaged, causing the belt messages. Additionally, the cable connecting the distribution node (dn) to the trunk cable was pulled from the strain relief, damaging wires in the cable. The root cause for the damaged connector could not be positively identified. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt messages) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's electrode belt was damaged.